Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated") and genital haemorrhage ("abnormal excessive bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraine headaches") and fatigue ("fatigue"). The patient was treated with surgery (surgical removal of essure device on or about (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, dyspareunia, migraine and fatigue outcome was unknown. The reporter considered device dislocation, dyspareunia, fatigue, genital haemorrhage and migraine to be related to essure. Company causality comment: incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated"), genital haemorrhage ("abnormal excessive bleeding") and crohn's disease ("crohn's disease") in a 33-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmation test". The patient's past medical history included enteritis, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraine headaches"), fatigue ("fatigue"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), device expulsion ("device location of device:uterus"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgical removal of essure device on or about (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, crohn's disease, depression, anxiety, headache, device expulsion, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, crohn's disease, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: reporter information, patient details, concomitant drugs, product information, new events- hot flashes, abnormal bleeding (vaginal, menorrhagia), depression, anxiety, migraines, headaches, device location of device: uterus, nausea, dysmenorrhea (cramping), abdominal pain, vaginal discharge, gastrointestinal or digestive system condition type: crohn's disease, weight gain, and she did not undergo for confirmation test were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated/ migration of essure device location of device : uterus"), genital haemorrhage ("abnormal excessive bleeding/ abnormal bleeding (general)") and crohn's disease ("crohn's disease") in a 33-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmation test". The patient's medical history included enteritis, gravida ii and parity 2. Concomitant products included adalimumab (humira). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and device expulsion ("device location of device:uterus"). The patient was treated with caffeine;paracetamol (excedrin tension headache), celecoxib (celexa), hydrocodone bitartrate;paracetamol (vicodin), venlafaxine hydrochloride (effexor) and surgery (laparoscopic tubal ligation hysteroscopy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, genital haemorrhage, crohn's disease, hot flush, depression, anxiety, headache, device expulsion and weight increased outcome was unknown and the dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, crohn's disease, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : outcome of events, "dysmenorrhea, nausea, vaginal discharge" were changed to "recovered/resolved". New reporter information was added. Patient's demographics were added. Onset dates were added. Concomitant conditions and medications were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("one of the coils had migrated"), genital haemorrhage ("abnormal excessive bleeding") and crohn's disease ("crohn's disease") in a 33-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmation test". The patient's past medical history included enteritis, gravida ii and parity 2. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), crohn's disease (seriousness criterion medically significant), dyspareunia ("dyspareunia"), migraine ("migraine headaches"), fatigue ("fatigue"), hot flush ("hot flashes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), device expulsion ("device location of device:uterus"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge") and weight increased ("weight gain"). The patient was treated with surgery (surgical removal of essure device on or about 20-apr-2015). Essure was removed on 20-apr-2015. At the time of the report, the device dislocation, genital haemorrhage, crohn's disease, depression, anxiety, headache, device expulsion, nausea, dysmenorrhoea, vaginal discharge and weight increased outcome was unknown and the dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia and abdominal pain had resolved. The reporter considered abdominal pain, anxiety, crohn's disease, depression, device dislocation, device expulsion, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of crohn's disease ('crohn's disease') and multiple episodes of device expulsion ('device location of device:uterus', 'one of the coils had migrated/ migration of essure device location of device : uterus') in a 33-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmation test". The patient's medical history included enteritis, gravida ii and parity 2. Concomitant products included adalimumab (humira). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal excessive bleeding/ abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced back pain ("lower back pain") and arthralgia ("hip pain"). On (B)(6) 2015, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and the second episode of device expulsion ("device location of device:uterus"). The patient was treated with caffeine;paracetamol (excedrin tension headache), celecoxib (celexa), hydrocodone bitartrate;paracetamol (vicodin), venlafaxine hydrochloride (effexor) and surgery (laparoscopic tubal ligation hysteroscopy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, crohn's disease, hot flush, depression, anxiety, headache, the last episode of device expulsion, weight increased, back pain and arthralgia outcome was unknown and the dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, crohn's disease, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: new reporter, events: lower back pain, hip pain were added. Incident : we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of crohn's disease ('crohn's disease') and multiple episodes of device expulsion ('device location of device:uterus', 'one of the coils had migrated/ migration of essure device location of device : uterus') in a 33-year-old female patient who had essure (batch no. A78087) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo for confirmation test". The patient's medical history included enteritis, gravida ii and parity 2. Concomitant products included adalimumab (humira). On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, the patient experienced genital haemorrhage ("abnormal excessive bleeding/ abnormal bleeding (general)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine headaches"), fatigue ("fatigue"), depression ("depression"), anxiety ("anxiety"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient experienced hot flush ("hot flashes"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In (B)(6) 2014, the patient experienced back pain ("lower back pain") and arthralgia ("hip pain"). On (B)(6) 2015, the patient experienced crohn's disease (seriousness criterion medically significant). On an unknown date, the patient experienced the first episode of device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and the second episode of device expulsion ("device location of device:uterus"). The patient was treated with caffeine;paracetamol (excedrin tension headache), celecoxib (celexa), hydrocodone bitartrate;paracetamol (vicodin), venlafaxine hydrochloride (effexor) and surgery (laparoscopic tubal ligation hysteroscopy, salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the genital haemorrhage, crohn's disease, hot flush, depression, anxiety, headache, the last episode of device expulsion, weight increased, back pain and arthralgia outcome was unknown and the dyspareunia, migraine, fatigue, vaginal haemorrhage, menorrhagia, nausea, dysmenorrhoea, abdominal pain and vaginal discharge had resolved. The reporter considered abdominal pain, anxiety, arthralgia, back pain, crohn's disease, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hot flush, menorrhagia, migraine, nausea, vaginal discharge, vaginal haemorrhage, weight increased, the first episode of device expulsion and the second episode of device expulsion to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-apr-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.